Event description:
This spontaneous case was reported by a medical doctor and describes the occurrence of urticaria ('almost every day she gets an itchy rash then breaks out in hives over back of her neck and on arms') and nephrolithiasis ('kidney stones') in a (B)(6)-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced nephrolithiasis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in her mouth"). On an unknown date, the patient experienced muscle spasms ("cramping"), fatigue ("fatigue"), headache ("headaches") and malaise ("feel like I'm being poisoned"). On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required) with rash pruritic and feeling abnormal ("cloudy brain"). The patient was treated with surgery (essure removal surgery done). Essure was removed on (B)(6) 2019. At the time of the report, the urticaria had not resolved, the nephrolithiasis and feeling abnormal outcome was unknown, the dysgeusia had not resolved and the muscle spasms, fatigue, headache and malaise outcome was unknown. The reporter provided no causality assessment for nephrolithiasis and urticaria with essure. The reporter considered dysgeusia, fatigue, feeling abnormal, headache, malaise and muscle spasms to be related to essure. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: case upgraded to incident. New reporter details added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035107) on 31-mar-2014. The most recent information was received on 22-oct-2019. This spontaneous case was reported by a medical doctor and describes the occurrence of urticaria ('almost every day she gets an itchy rash then breaks out in hives over back of her neck and on arms') and nephrolithiasis ('kidney stones') in a 44-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced nephrolithiasis (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dysgeusia ("metallic taste in her mouth"). On an unknown date, the patient experienced muscle spasms ("cramping"), fatigue ("fatigue"), headache ("headaches") and malaise ("feel like I'm being poisoned"). On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required) with rash pruritic and feeling abnormal ("cloudy brain"). The patient was treated with surgery (essure removal surgery done). Essure was removed on (B)(6) 2019. At the time of the report, the urticaria had not resolved, the nephrolithiasis and feeling abnormal outcome was unknown, the dysgeusia had not resolved and the muscle spasms, fatigue, headache and malaise outcome was unknown. The reporter provided no causality assessment for nephrolithiasis and urticaria with essure. The reporter considered dysgeusia, fatigue, feeling abnormal, headache, malaise and muscle spasms to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.